Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the 512s trocar's o-ring came out into the pt. It was removed and there was no consequence to the pt. The trocar was out of a fta23 kit.